Event description:
The customer alleged they received questionable magnesium results on their c702 analyzer. The customer was questioning 24 patient results. The customer provided data for four patients, three of which had discrepant results that were reported outside the laboratory. The repeat testing was performed on another analyzer with serial number (B)(4). The first patient's initial magnesium result was 2.74 mg/dl. The repeat result was 1.7 mg/dl. The second patient's initial magnesium result was 3.34 mg/dl. The repeat result was 1.8 mg/dl. The third patient's initial magnesium result was 3.04 mg/dl. The repeat result was 2.4 mg/dl. The repeat results were considered correct. There were no adverse events. The magnesium reagent lot number was 67278601 and the expiration date was 08/31/2014. The field service representative found contamination in the analyzer. He decontaminated the system. He changed the lamp and cuvettes. He performed a wash on all reaction parts and a cell blank. He ran a precision check. The customer ran acceptable calibration and quality control.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.